Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported that a patient was injected in the lips with juvéderm® ultra xc and experienced swelling with pain. Hcp noted that vascular complications due to injection into vascular. Symptom status is unknown.

Manufacturer narrative:
Type of investigation code: b15, b17, b20. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with juvéderm® ultra xc and experienced swelling with pain. Hcp noted that vascular complications due to injection into vascular. Symptom status is unknown.